Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the left ventricular (lv) during implant. The physician attempted different positions, however, the impedance was high in all positions. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.